Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-31239. Related manufacturer report 1627487-2020-31240. Related manufacturer report 1627487-2020-31242. Related manufacturer report 1627487-2020-31243. It was reported that patient experienced ineffective stimulation from the device system despite increasing the strength to maximum limit. A surgical intervention is anticipated in the near future. No additional information is available at this time.